Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an left ventricular (lv) lead, that was plugged into the right ventricular (rv) lead port, exhibited high threshold. The lead remains in use. No patient complications have been reported as a result of this event.